Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, station was not recognized. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets in the auxiliary enhance half height cubie drawer 1.2 failed to detect on the communication bus. The field service engineer inspected the drawer retractors for any damage and found that the drawer control controller board was defective. The fse replaced the faulty drawer controller board to resolve the issue and tested the drawers in the hardware test application. The fse also confirmed the device operation with the customer and secured all the bus cable connections. The system functioned as intended after the field service engineer repaired the device.